Manufacturer narrative:
(B)(4). The cause of the peritonitis event was reported to be a connection issue between the patient¿s plastic adapter and the transfer set. Three weeks prior to the peritonitis diagnosis; during the night, the patient's transfer set had become disconnected from the catheter. The patient disinfected the adapter and transfer set then reconnected. The pdrn reported there was no noticeable damage to either piece; it was just a loose connection. The peritonitis was reported to be a fungal peritonitis manifested by severe abdominal pain, nausea, vomiting, occasional fever, diarrhea and dehydration. The patient was treated with unspecified antibiotics beginning in (B)(6) 2014. The patient was discharged from the hospital on (B)(6) 2014. It was reported the patient was recovered from this peritonitis event. Should additional relevant information become available, a follow-up report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was a breach in aseptic technique further described as the patient made a mistake/touch contamination. On an unknown date, pd therapy was discontinued and the patient began hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.